Event description:
It was reported that during a retossigmoidectomy procedure, the blade broke. No piece in the patient. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.